Event description:
It was reported that the patient experienced ventricular tachycardia. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and two watchman laa closure device & delivery systems (wds) were used. The physician deployed the first closure device (24mm) in the laa of the patient, but it did not meet release criteria. This device was removed and a second closure device (27mm) was prepared. After the second device was deployed the patient experienced ventricular tachycardia. The patient received cardiopulmonary resuscitation (CPR) for around a minute before their cardiac function returned to normal. The patient did well and recovered from these events. The closure device was successfully implanted in the patient and there were no other complications that occurred.